Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. When device was taken out of the packaging and protective sleeve, stent appeared to be partially slipped off the balloon and damaged at the proximal end. The procedure was completed using an alternative device and no patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).